Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I generated from alinity I processing module and provided the following data: patient 1: male: sample ID (B)(6): results generated on (B)(6) 2026, initial result was 38.2 ng/l and repeat results were 376.0 ng/l, 36.9 ng/l, 35.5 ng/l, 35.9 ng/l, 37.0 ng/l. The patient's healthcare provided asked for another sample to be tested. Sample ID (B)(6) results were 1039.3 ng/l, 1001.5 ng/l, 1041.5 ng/l & 993.3ng/l. Patient 2: male: sample ID (B)(6): results generated on (B)(6) 2026. Initial result was 17.1 ng/l and repeat results were <5.1 ng/l & <5.1 ng/l. There was no reported impact to patient management.

Manufacturer narrative:
The alinity I processing module, serial number (B)(6) was inspected. It was determined that the alinity pipettor probe, wash zone probes and the alinity I probe wash tubing required replacement, which resolved the customers reported event. No additional result issues have been reported since the service activity was completed. An instrument service history review for the alinity I (sn (B)(6) revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify a trend for the alinity I processing module, sn (B)(6) or the alinity pipettor probe, wash zone probes and the alinity I probe wash tubing regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and was found to address the reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6) & alinity pipettor probe, wash zone probes and the alinity I probe wash tubing.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I generated from alinity I processing module and provided the following data: patient 1: male: sample ID (B)(6): results generated on (B)(6) 2026 initial result was 38.2 ng/l and repeat results were 376.0 ng/l, 36.9 ng/l, 35.5 ng/l, 35.9 ng/l, 37.0 ng/l. The patient's healthcare provided asked for another sample to be tested. Sample ID (B)(6) results were 1039.3 ng/l, 1001.5 ng/l, 1041.5 ng/l & 993.3ng/l. Patient 2: male: sample ID (B)(6): results generated on (B)(6) 2026 initial result was 17.1 ng/l and repeat results were <5.1 ng/l & <5.1 ng/l. There was no reported impact to patient management.